Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6), 2011, the patient underwent coil embolization on the right internal iliac artery. On (B)(6), 2011, the patient underwent repair of an abdominal aortic aneurysm and an aneurysm of the right common iliac artery. On (B)(6), 2011, post procedure the patient complained of numbness in the right thigh. An angiogram revealed a thrombotic occlusion of the iliac extender component (exact device unknown) that had been placed between the right common iliac artery and external iliac artery. A thrombectomy was performed and a metallic stent was implanted which recovered blood flow. The patient tolerated the procedure. The right common iliac artery was very tortuous and the most distal part of the iliac extender had a 360-degree loop/spiral.